Event description:
A malfunction alarm identified as "malf 12" was reported by the customer. There was no specific impact on the customer¿s blood glucose level reported, and the customer declined to specify if levels exceeded 500 mg/dl. Technical support confirmed that the pump was within warranty and proceeded with arranging a replacement. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure there was no interruption in insulin delivery.